Event description:
The MFR received info alleging a ventilator failed a step during testing. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's flow sensor assembly was replaced due to contamination.